Event description:
It was reported that the endowrist 8mm curved scissors instrument is dull. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance cut tests and found the scissors cut cleanly through .006" of latex and the blades are not damaged. Engineering also observed multiple deep scratches that are parallel to the main tube, extending from the intersection with the proximal clevis, where material was removed. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.